Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing of device with green reload, the surgeon noted device seemed to be working harder than normal. When device was opened, it was noted that only one row of staples were deployed on the remnant side of tissue. No bleeding was reported. The surgeon used this same device with new green reloads to complete case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Furthermore, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.